Manufacturer narrative:
The unit was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube o-ring. The test reservoir would not lock properly inside of the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a broken reservoir compartment; the reservoir kept falling out of the device. The patient's blood glucose at the time of incident was 94 mg/dl. The customer stated that the insulin pump is worn in their bra and the device is exposed to a continuously humid environment. The insulin pump was returned and replaced.